Manufacturer narrative:
The customer replaced the mattress to resolve the alleged issue of fluid ingress in the mattress. The cause of the problem is unknown.

Event description:
A customer reported a "stench" coming from the mattress. The mattress was opened and allegedly found fluid ingress. They stated that they have been using "quaternary ammonia" to clean the mattress, and the mattress ticking had never been opened until the discovery of fluid ingress. The bed was located on the 4th floor intensive care unit when the alleged problem was found.